Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Devices remain implanted.

Event description:
It was reported that the patient was admitted after a fall hitting both his head and right shoulder for a pre-syncope workup from another hospital. A CT of the head and c-spine, at the other facility, were negative for acute findings. The patient had a right should dislocation and a reduction prior to his arrival at the other facility., upon admission, b/p 74/doppler with pump parameters flow 3.9 l/min, speed 29200 rpm and 4.7 watts. No other information was received. Investigation is still in progress. Pump remains implanted.

Manufacturer narrative:
Additional information stated, that the patient had no issues while admitted and a repeat head CT on (B)(6) 2015 found no acute intracranial abnormality. Patient was discharged on (B)(6) 2015 with stable vitals temp 36.8c, hr 85, rr 18, bp 130/59 with pump parameters flow 3.9 l/min, speed 2900 rpm and 4.7 watts. Lab testing at discharge included c diff,- negative, ldh 198 iu/l, pt 23.9 sec, and inr 2.4. Conclusion & root cause: with review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. IFU: stated from the information for use: serious and life threatening adverse events, including stroke, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.